Event description:
Customer describes that the device has indicated an internal fault, with error code #30 on the display. Based on the information received, the potential risk associated with the reported event is classified as critical since the reported failure may cause the treatment to be terminated with a high priority alarm. Based on the information provided at this time, including unknown patient outcome, the event is considered reportable per 21 cfr part 803.3.